Event description:
Customer reported a reading that was higher than they felt. Paramedics were called. The freestyle meter had a reading of 55. An unknown brand meter yielded 39 mg/dl. Time between tests was approximately three minutes. Treatment provided to customer was not provided.